Manufacturer narrative:
Patient medications include but are not limited to: trazodone, symbicort, travatan, lisinopril. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic arch aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that placement was just distal to the innominate artery with coverage of the left subclavian artery (lsa). The lsa was reported to have been bypassed but not transposed. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent reintervention for treatment of a type ii endoleak originating from the lsa. An additional conformable gore® tag® thoracic endoprosthesis was placed to reline the original graft and reinforce the radial force. The patient tolerated the procedure. Conclusion angiography was unable to determine if the endoleak was resolved.